Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. However, this event is not being reported to the FDA as a device malfunction because the line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Review of log data indicates that there were no functional issues with the twiist pump or cassette. Additionally, the delivered volumes matched the owed volumes of insulin throughout the timeframe of the event, indicating that the twiist aid system functioned as intended. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 29-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, the user was admitted to the emergency room overnight with a blood glucose of 500 mg/dl. The user was treated with manual insulin injections that successfully lowered their blood glucose. Prior to discharge on (B)(6) 2026, the user resumed therapy using the twiist automated insulin delivery (aid) system with a new cassette and cleo 90 infusion set. Following discharge, the user reported a blood glucose value of 400 mg/dl and a line blocked alarm after waking from a nap. The user replaced their cassette and cleo 90 infusion set again and used a combination of insulin from both an open and a new vial but reported an additional line blocked alarm. After replacing the cassette and cleo 90 infusion set a third time, the user reported that the line blocked alarm did not recur and their glucose levels stabilized. The user remains ongoing on the twiist aid system.